Manufacturer narrative:
Citation: costa g et al. "Degeneration of prosthesis after transcatheter aortic valve implantation." Minerva cardioangiol. 2019 feb; 67 (1): 57-63. Doi: 10.23736/s0026-4725.18.04794-1. Epub 2018 sep 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. In the literature, 3 of the 4 studies cited examined the long-term structural valve deterioration and/or bioprosthetic valve failure of transcatheter aortic valves with reference to corevalve. Bioprosthetic valve failure (bvf) was noted to include any of the following: ¿1) bioprosthetic valve dysfunction at autopsy, very likely related to the cause of death, or ¿valve-related death¿, defined as any death caused by bioprosthetic valve dysfunction in the absence of confirmatory autopsy; 2) aortic valve reintervention (i.e. Valve-in-valve tavi, paravalvular leak closure or savr); 3) severe hemodynamic deterioration.¿ all 3 citations have been previously reviewed and reported: deutsch ma, erlebach m, burri m, hapfelmeier a, witt og, ziegelmueller ja, et al. "Beyond the five-year horizon: long-term outcome of high-risk and inoperable patients undergoing tavr with first-generation devices." Eurointervention 2018; 14: 41¿9. Regulatory report #: 2025587-2018-01073. Barbanti m, costa g, zappulla p, todaro d, picci a, rapisarda g, et al. "Incidence of long-term structural valve dysfunction and bioprosthetic valve failure after transcatheter aortic valve replacement." J am heart assoc 2018; 7: e008440. Regulatory report #: 2025587-2018-03048. Regulatory report #: 2025587-2018-03049. Holy ew, kebernik j, abdelghani m, stämpfli sf, hellermann j, allali a, et al. "Long-term durability and haemodynamic performance of a self-expanding transcatheter heart valve beyond five years after implantation: a prospective observational study applying the standardised definitions of structural deterioration and valve failure." Eurointervention 2018; 14: e390¿6. Regulatory report #: 2025587-2018-02257. Regulatory report #: 2025587-2018-02261. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a secondary review of the current evidence of transcatheter aortic valve durability and examined strategies for treating structural valve deterioration following transcatheter aortic valve implantation (tavi). All data were collected from multiple studies. The study population included an unspecified number of patients (patient demographics were not provided), an unidentified number of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, the in-hospital and two-year mortality rates were discussed for cases of definite infective endocarditis following tavi. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: valve-in-valve implantation, redo-tavi, surgical reintervention, endocarditis, stroke, transient ischemic attack, morphological leaflet changes (fluttering, thickening, delayed opening or closure), incomplete prosthesis expansion, patient-prosthesis mismatch, valve malposition, moderate-severe paravalvular regurgitation/leakage, aortic stenosis or stenosis, regurgitation, combination of both stenosis and regurgitation, thrombosis/leaflet thrombosis, and hemodynamic dysfunction/elevated post-procedural gradients. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.